Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (added japan, which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cracked eyepiece and loosening of the connection pin were due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the oes elite high definition autoclavable telescope was found to have a cracked eyepiece. The reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
No further information was obtained or provided by the customer. The referenced device was returned for evaluation and the customer¿s reported problem was confirmed as the eyepiece was found broken. An additional reportable defect was detected, the connector pin at the main body of the scope was loosening. The inspection also noted the internal lens are damaged, and the rigid outer tube is bent. The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.